Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 4 years and 9 months following the implant of this transcatheter bioprosthetic pulmonary valve, the valve became stenotic. Subsequently, a second transcatheter bioprosthetic pulmonary valve was required to be implanted valve-in-valve. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product and with the limited information provided, a definitive root cause of the reported stenosis could not be determined. However, the stenosis does not appear to be a caused by any product quality issue.